Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set was confirmed. The returned sample was found to exhibit the same features as addressed within this supplier corrective action and no additional investigation was necessary.

Event description:
It was reported that PICC is leaking at one of its junctions. We are at 4 copies of this batch that have caused chemotherapy spills. No other information was provided. This report addresses all four devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that PICC is leaking at one of its junctions. We are at 4 copies of this batch that have caused chemotherapy spills. No other information was provided. This report addresses all four devices.